Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events of heart failure and aortic dissection could not be conclusively established through this evaluation. Additionally, the reported outflow graft obstruction could not be confirmed based on the provided information. A specific cause for this event could not be conclusively determined. Review of the submitted log files revealed no notable events or alarms. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Chapter 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. Chapter 5 of the IFU, ¿surgical procedures¿, instructs the user to stretch the outflow graft completely and then measure and cut the sealed outflow graft to the appropriate length. This chapter also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Chapter 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This chapter also explains how to attach the bend relief. Chapter 5 of the IFU, under "preimplant procedures" and "implant procedures", cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with recurrent heart failure. A right heart catheterization and ramp echocardiogram were performed which found the flow and cardiac output did not increase with speed. During readmission on (B)(6) 2026, an outflow graft obstruction was considered, so a computed tomography angiography was performed which showed a type a aortic dissection. The outflow graft was still flowing into the true lumen and the anastomosis looked intact. There was some buildup of thrombus or material in the bend relief area suspected up to 40% diameter. The patient was going to need surgery for ascending aorta replacement. Log files were submitted for evaluation which captured routine events and no notable alarm conditions or parameter changes.